Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one impl tapered sp 3.7mm 10m m octagon (spb10) was returned for investigation with packaging. Visual inspection of the as returned product identified minimal signs of wear from use, and the internal packaging is noted to already have been opened for the associated spwb8 outer vial not reported by the customer. Product matched print specification where measured. The device is not noted to have been used in a patient.the reported event could not be recreated due to the nature of the dental device and event (packaging issue). DHR review was completed for the subject lot number 2019051709. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.lot was inspected and passed all acceptance criteria by qa. All measured devices were within specification prior to packaging. Complaint history review was performed for the reported lot number (2019051709) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect product), reported product (spb10) or associated product (spwb8). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011245 and k002188.

Event description:
It was reported implant received inside the box was if different size than the one in the label.